Event description:
On (B)(6) 2025, at around 5:00 pm, customer provided photos and reported that the needle was not discharging medication during the injection. After removing the needle for inspection, they discovered that there's needle-pe present but no needle-npe. Therefore, they were concerned that the needle-npe might have been pushed out during installation, causing the needle-pe to become longer, and that part of the cannula might have broken off and remained subcutaneously in the patient during injection. Upon inquiry, the head nurse stated that the administering nurse didn't prime air before injection, therefore the missing needle-npe was not detected in a timely manner. The department nurses were extremely concerned and had palpated the patient's abdomen to check for whether there's a broken cannula in body. However, since the patient is unconscious, it was not possible to ask the patient about pain sensation. The problematic needle has now been returned to the factory for testing, to determine whether the needle was originally missing part of cannula, or whether a part of cannula broke off during use and remained subcutaneously (to examine for any signs of cannula breakage). (The head nurse has already been advised to arrange an abdominal radiographic examination for the patient.) Additionally, the head nurse would like to know whether the cannula at both ends is the entire cannula or assembled from two separate cannulas during manufacturing. Sample availability: yes sample availability details: picture/video available and physical sample.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (investigation findings, and investigation conclusions) investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.